Event description:
The customer reported that the knife blade would not advance and a pin fell out of the shaft of the device during a laparoscopic gastric bypass. The pin did not fall into pt cavity. Another (B)(4) was opened and used to successfully complete the procedure. The device was returned to covidien and visual inspection discovered that the webbing was protruding.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.